Manufacturer narrative:
The device has been received by this manufacturer, however, the investigation has not yet been performed. Upon completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported to boston scientific corporation that a wallflex enteral duodenal stent was used during an esophagogastroduodenoscopy (egd) with duodenal stent placement performed on (B)(6) 2009. According to the complainant, the pt's anatomy was tortuous due to a cancerous pancreatic tumor that placed extrinsic pressure on the small intestine. Once past the ligament of treitz, excessive force was used in an attempt to deploy the stent. However, it would not deploy. The internal catheter of the stent broke; however, the stent remained on the delivery system. The catheter was cut in half to gain access to the guidewire. The delivery system, with attached stent, was removed leaving the guidewire in place. The procedure was completed utilizing a shorter stent. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported as satisfactory.